Event description:
It was reported that during a laparoscopic hand assisted colon procedure, after surgeon placed the device into the abdomen, she attempted to insert her hand and the device tore on the outside of the pt. There was no pt consequence and another device was used to continue with the case.